Event description:
On (B)(6) 2015, it was reported to animas that a random error message had occurred with the meter. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The device was not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.